Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip tip near the base of the grip. A piece approximately 0.422" x 0.136" was found to be broken off. The broken piece was not returned. The complaint regarding broken tip was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the maryland bipolar forceps instrument had a broken tip. The procedure was completed with no reported injury.